Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 39-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 10 months after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 10 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of other organs'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity') and genital haemorrhage ('excessive bleeding') in a 39-year-old female patient who had essure (batch no. B72679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain "), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), hypersensitivity ("allergic reactions"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"), was found to have a pregnancy with contraceptive device ("unintended pregnancy") and was found to have weight abnormal ("weight changes"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, back pain, pregnancy with contraceptive device, hypersensitivity, headache, fatigue, weight abnormal, alopecia, mood altered, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, uterine perforation and weight abnormal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding correction performed - clinical event; rep = pelvic pain and excessive bleeding; separate entries as : 1. Pelvic pain and 2. Excessive bleeding. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus"), perforation ("perforation of other organs") and device dislocation ("migration of the essure device to the abdominal or pelvic cavity") in a 39 year-old female patient who had essure inserted (lot no. B72679- not valid, b72579) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of vomiting (iodine), endometriosis, dysmenorrhea, vitamin b12, anemia, prolactinoma, mood disorder, anxiety, penile itching and nulli gravida. Previously administered products included: mirena. The patient had a family history of prostate cancer. Concurrent conditions were listed as ovarian cystectomy, irritable bowel syndrome, amenorrhea, anaphylaxis (food shrimp), numbness in leg, back pain, endometriosis, chronic fatigue, sleep problem, irritable bowel syndrome, dyspareunia and dysmenorrhea. Concomitant products included venlafaxine xr (venlafaxine hydrochloride), ativan (lorazepam), tylenol (paracetamol) and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), genital haemorrhage ("excessive bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have weight abnormal ("weight changes"). The patient was treated with surgery (bilateral salpingectomies ). Essure was removed on (B)(6) 2019. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, uterine perforation and weight abnormal to be related to essure administration. The reporter commented: starting on the patient's left, the essure was placed into the left ostia without difficulty. Six coils were visible upon completion. The right ostia were then visualized and the essure was placed into the right ostia. Two coils were visualized at the end of that placement. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: both essure devices were visualized and there was no spillage of fluid distal to the essure device indicating tubal occlusion. The procedure was tolerated well.; on (B)(6) 2019: the cavity is normal. The essure are in appropriate position. There are no focal lesions within the endometrium, and the contrast indicated occlusion of both tubes bilaterally [pathology test] on (B)(6) 2019: source of specimen: a. Mesentery - right pararectal and sigmoid b. Pelvis - right sidewall c. Urinary bladder - right peritoneum d. Urinary bladder - left peritoneum e. Ovary - left cyst f. Fallopian tube - bilateral with essure clinical history: endometriosis, laser laparoscopy, resection of endometriosis. Bilateral salpingectomy. Gross description: the specimen consists of bilateral fallopian tubes and fimbriated ends measuring 9.0 cm and 9.1 cm in length by 0.5 cm in diameter. The serosal surfaces are congested and smooth and there is coiled wire protruding from the proximal ends. Diagnosis: a. Mesentery-right paracervical and sigmoid, biopsy: - fibroadipose tissue with foci of endometriosis. B. Pelvis-right sidewall, biopsy: - fibroadipose tissue with foci of endometriosis. C. Right peritoneum, urinary bladder, biopsy: - fibroadipose tissue with foci of endometriosis. D. Left peritoneum, urinary bladder, biopsy: - fibroconnective tissue with foci of endometriosis. E. Left ovary cyst, cystectomy: - multiple fragments of endometriotic cyst. F. Bilateral fallopian tubes, bilateral salpingectomy: - fallopian tubes with congestion, otherwise without significant pathological abnormality [ultrasound pelvis] on (B)(6) 2011: normal anteverted uterus; on (B)(6) 2015: clinical information: history of fallopian tube coiling. Please assess endometrial lining. Findings: echogenic structures found along the fallopian tubes bilaterally are in keeping with coiling. Both ovaries are normal in size, shape, and echotexture with no sign of abnormal cystic lesion. A few follicles are found in both ovaries. There are no signs of adnexal mass or fluid collections. The. Posterior cul-de-sac is clear. The urinary bladder has normal size and wall thickness. Conclusion: normal pelvic ultrasonography. Bilateral fallopian tube coiling; on (B)(6) 2018: clinical history: tubal coils previously inserted. The left ovary demonstrates what appears to be a hemorrhagic cyst that measures 4.2 cm maximally. It does not demonstrate flow on doppler. Differential considerations include hemorrhagic follicle vs endometrioma. The fallopian tubes were not visible with this exam. There is a trace of free fluid in the cul-de-sac. No adnexal masses are otherwise seen. Impression: what appears to be a complex left adnexal cyst. Possibly hemorrhagic cyst or endometrioma; on (B)(6) 2019: clinical history: assessment of iud position. The bladder is well distended and smooth walled. The uterus is of normal size and configuration. There is an iud present in adequate position. There is. No focal uterine pathology noted. The left ovary was not seen. The right ovary is unremarkable. Impression: iud in satisfactory position. Unremarkable pelvic ultrasound. No evidence of endometriosis. The most recent follow-up information incorporated above includes data received on: 24-apr-2024: medical record received. Lot number added. Lab data including (surgical pathology report) added. Medical history, concomitant drugs, historical drugs were added. Patient information updated. New reporters were added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus"), perforation ("perforation of other organs") and device dislocation ("migration of the essure device to the abdominal or pelvic cavity") in a 39 year-old female patient who had essure inserted (lot no. B72679- not valid, b72579) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of vomiting (iodine), endometriosis, dysmenorrhea, vitamin b12, anemia, prolactinoma, mood disorder, anxiety, penile itching and nulli gravida. Previously administered products included: mirena. The patient had a family history of prostate cancer. Concurrent conditions were listed as ovarian cystectomy, irritable bowel syndrome, amenorrhea, anaphylaxis (food shrimp), numbness in leg, back pain, endometriosis, chronic fatigue, sleep problem, irritable bowel syndrome, dyspareunia and dysmenorrhea. Concomitant products included venlafaxine xr (venlafaxine hydrochloride), ativan (lorazepam), tylenol (paracetamol) and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), genital haemorrhage ("excessive bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have weight abnormal ("weight changes"). The patient was treated with surgery (bilateral salpingectomies). Essure was removed on (B)(6) 2019. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, uterine perforation and weight abnormal to be related to essure administration. The reporter commented: starting on the patient's left, the essure was placed into the left ostia without difficulty. Six coils were visible upon completion. The right ostia were then visualized and the essure was placed into the right ostia. Two coils were visualized at the end of that placement. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: other essure devices were visualized and there was no spillage of fluid distal to the essure device indicating tubal occlusion. The procedure was tolerated well. On (B)(6) 2019: the cavity is normal. The essure are in appropriate position. There are no focal lesions within the endometrium, and the contrast indicated occlusion of both tubes bilaterally. [Pathology test] on (B)(6) 2019: source of specimen: mesentery: right pararectal and sigmoid; pelvis: right sidewall; urinary bladder: right peritoneum; urinary bladder: left peritoneum; ovary: left cyst; fallopian tube: bilateral with essure. Clinical history: endometriosis, laser laparoscopy, resection of endometriosis. Bilateral salpingectomy. Gross description: the specimen consists of bilateral fallopian tubes and fimbriated ends measuring 9.0 cm and 9.1 cm in length by 0.5 cm in diameter. The serosal surfaces are congested and smooth and there is coiled wire protruding from the proximal ends. Diagnosis: mesentery-right paracervical and sigmoid, biopsy: fibroadipose tissue with foci of endometriosis. Pelvis-right sidewall, biopsy: fibroadipose tissue with foci of endometriosis. Right peritoneum, urinary bladder, biopsy: fibroadipose tissue with foci of endometriosis. Left peritoneum, urinary bladder, biopsy: fibroconnective tissue with foci of endometriosis. Left ovary cyst, cystectomy: multiple fragments of endometriotic cyst. Bilateral fallopian tubes, bilateral salpingectomy: fallopian tubes with congestion, otherwise without significant pathological abnormality. [Ultrasound pelvis] on (B)(6) 2011: normal anteverted uterus; on (B)(6) 2015: clinical information: history of fallopian tube coiling. Please assess endometrial lining. Findings: echogenic structures found along the fallopian tubes bilaterally are in keeping with coiling. Both ovaries are normal in size, shape, and echotexture with no sign of abnormal cystic lesion. A few follicles are found in both ovaries. There are no signs of adnexal mass or fluid collections. The. Posterior cul-de-sac is clear. The urinary bladder has normal size and wall thickness. Conclusion: normal pelvic ultrasonography. Bilateral fallopian tube coiling; on (B)(6) 2018: clinical history: tubal coils previously inserted. The left ovary demonstrates what appears to be a hemorrhagic cyst that measures 4.2 cm maximally. It does not demonstrate flow on doppler. Differential considerations include hemorrhagic follicle vs endometrioma. The fallopian tubes were not visible with this exam. There is a trace of free fluid in the cul-de-sac. No adnexal masses are otherwise seen. Impression: what appears to be a complex left adnexal cyst. Possibly hemorrhagic cyst or endometrioma; on (B)(6) 2019: clinical history: assessment of iud position. The bladder is well distended and smooth walled. The uterus is of normal size and configuration. There is an iud present in adequate position. There is no focal uterine pathology noted. The left ovary was not seen. The right ovary is unremarkable. Impression: iud in satisfactory position. Unremarkable pelvic ultrasound. No evidence of endometriosis. The most recent follow-up information incorporated above includes data received on: 24-apr-2024: medical record received. Lot number added. Lab data including (surgical pathology report) added. Medical history, concomitant drugs, historical drugs were added. Patient information updated. New reporters were added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 39-year-old female patient who had essure (batch no. B72679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain and excessive bleeding"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), hypersensitivity ("allergic reactions"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"), was found to have a pregnancy with contraceptive device ("unintended pregnancy") and was found to have weight abnormal ("weight changes"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, pelvic pain, abdominal pain, back pain, pregnancy with contraceptive device, hypersensitivity, headache, fatigue, weight abnormal, alopecia, mood altered, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, uterine perforation and weight abnormal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2021: lot number was received. Reporter and events chronic abdominal pain, chronic pelvic pain, chronic back pain, excessive bleeding, unintended pregnancy, device ineffective, migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, fallopian tubes or other organs, allergic reactions, auto-immune reactions, headaches, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety and depression added. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 39-year-old female patient who had essure (batch no: b72679- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), hypersensitivity ("allergic reactions"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"), was found to have a pregnancy with contraceptive device ("unintended pregnancy") and was found to have weight abnormal ("weight changes"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, back pain, pregnancy with contraceptive device, hypersensitivity, headache, fatigue, weight abnormal, alopecia, mood altered, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, uterine perforation and weight abnormal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.